Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06426. It was reported one of the patient's leads had migrated. The issue was confirmed by x-ray. Surgical intervention took place in which both leads were explanted and replaced as the patient was receiving ineffective therapy on both leads. Therapy was restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.